Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent ¿unable to proceed¿ alert during the fill tubing process, and the alert recurred despite restart attempts and a dry run; the device was subsequently shipped to the patient and the original device was later sent back. Symptoms included no reported adverse health effects. Outcomes included temporary interruption of pump therapy and continued cgm use with the dexcom app or receiver. Investigation included complaint intake review, user troubleshooting and education, and arrangement for device replacement and return of the original unit. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.